Event description:
The facility reports the caregiver was transferring the resident from the wheelchair to the bed when the resident's left leg made contact with the bed. The sling clip detached from the lifter, and the patient's weight shifted backwards from a sitting position to a reclining position. The patient slid out the back of the sling, striking the leg of the lifter. Ther resident suffered head injuries requiring stitches.